Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and high pacing thresold measurements. It was found the lead had dislodged. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection found the lead body was curled and confirmed the clinical observation of dislodgement. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not confirm the observations of high threshold measurements and loss of capture.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and high pacing thresold measurements. It was found the lead had dislodged. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.